Event description:
A customer reported that the charging port of their device was damaged, requiring the cord to be at a specific angle to charge and resulting in extended charging times. This issue necessitated disconnecting from insulin delivery for prolonged periods to allow the device to charge. There was no adverse impact on the customer's blood glucose level. No follow-up or further actions were taken, and additional event details were not provided.